Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly injected 14 units of quick acting insulin after receiving a reading of 248 mg/dl and he then passed out; paramedics were called and treated customer with an injection of glucose. Alleged test strip cassette is not available; meter requested for evaluation.